Manufacturer narrative:
One photo was received by the customer which verifies the customer complaint of the primary tubing formed a pouch of fluid at the top of the tubing next to dark blue fitment piece. No product was returned by the customer. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 unspecified bd pri tubing sets experienced tubing expansion/ballooning/bulging. The following information was provided by the initial reporter: I wanted to make you aware of an issue we had with a couple of tubings that would not run on the pump. They both formed a pouch of fluid at the top of the tubing. The tubing was not saved. Customer email 08 sep 2020: yes it was the same date. I don¿t have the batch number. No patient harm. ¿ was there patient harm for these two specific instances? If so can you provide any information such as age, weight, diagnosis? ¿ I know the product was discarded so will not be returned. ¿ did both of these same problems occur on the same date? Unknown. ¿ do you happen to have the batch number for this complaint ¿ can you forward please? No, they are trying to get that. ¿ was there patient involvement or harm for these two specific instances? If so can you provide any information such as age, weight, diagnosis? This was not clear at the time of my interview, sarah was going to find out and get back to us.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd pri tubing sets experienced tubing expansion/ballooning/bulging. The following information was provided by the initial reporter: I wanted to make you aware of an issue we had with a couple of tubings that would not run on the pump. They both formed a pouch of fluid at the top of the tubing. The tubing was not saved. Customer email 08 sep 2020: yes it was the same date. I don¿t have the batch number. No patient harm. Was there patient harm for these two specific instances? If so can you provide any information such as age, weight, diagnosis? I know the product was discarded so will not be returned. Did both of these same problems occur on the same date? Unknown do you happen to have the batch number for this complaint ¿ can you forward please? No, they are trying to get that. Was there patient involvement or harm for these two specific instances? If so can you provide any information such as age, weight, diagnosis? This was not clear at the time of my interview, (B)(6) was going to find out and get back to us.